Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue began approximately 2 weeks ago. The patient reportedly obtained the following results on the subject meter "200, 165 and 126 mg/dl" performed within 20 minutes of each other at an unknown time. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly manages his diabetes with an unknown type of insulin with no adjustments and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient claimed approximately 1 hour later, he developed symptoms of "shaking" and stated he self-treated with food/drink but could not recall the time this took place. He denied testing on anther device. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have his supplies available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (12/09/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. The patient did not provide the lot number to the test strips he was using at the time the alleged issue occurred nor did the patient return any vial of test strips back to lfs. Since a lot number was not provided by the patient, lfs is unable to conduct product evaluation on test strips for this complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.